Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant results. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.

Event description:
Customer reported receiving discrepant results on an unknown date when using the cue covid-19 test for home and over the counter (otc) use. Customer states the first cue covid-19 test provided a positive result, however, a retest provided a negative result. Cartridge sns, lot numbers, and reader sn were not provided. Although requested, customer was unresponsive and did not respond to technical supports three attempts to obtain additional information.